Manufacturer narrative:
Event was reported to the us complaint handling unit on (B)(6) 2011. Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from (B)(6) reported that a trial implant became loose during insertion and the trial implant was left in pt.